Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. Analysis of the returned device confirmed the separated polymer. The polymer was noted to be inside of a non-abbott balloon catheter, suggesting interaction between the devices. Factors that may contribute to separated polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, it is possible that resistance with the catheter contributed to the polymer separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 1454 removed.

Event description:
Subsequent to the initial report being filed, it was reported that with the first ht command 18 guide wire used in the procedure, the black polymer coating separated and remained inside the a non-abbott balloon catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an 85% stenosed de novo lesion in the superficial femoral artery with mild calcification and mild tortuosity. The ht command 18 st guide wire was used in the procedure. It was noted that the proximal polymer coating peeled from the guide wire, but did not separate. The guide wire was removed from the patient. Another ht command was attempted to be use in the procedure; however, the polymer coating of the second guide wire separated inside the patient. The separated coating was removed with a snare device. A third command guide wire was used successfully in the procedure. There was no adverse patient sequela. No additional information was provided.